Event description:
According to the available information the ipp was revised due to erosion caused by patient health.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to available information, this device required replacement due to pump erosion. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.